Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a PICC line was noted to be leaking when flushed and during infusion of IV therapy via pump. The PICC nurse, was notified and assessed patient and then removed this PICC and exchanged it as an over the wire procedure to insert a new PICC as this patient was documented to have very difficult vasculature for a new insertion. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.